Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced recurrent hypoglycemia, including a confirmed blood glucose below 40 mg/dl that was treated with oral carbohydrate (grape juice), with additional low readings and fluctuations noted and a missed meal announcement preceding the events. Symptoms included hypoglycemia without loss of consciousness, dizziness, or need for assistance, and no medical intervention was required. Outcomes included temporary functional limitation due to low glucose that resolved after carbohydrate intake, with continued self-monitoring. Investigation included review of device data and user report, education on potential causes of low glucose, and escalation for additional training and assessment of whether a device reset is warranted. Investigation of this case revealed user-related use error associated with missed meal announcement contributing to hypoglycemia and glycemic variability, with no device alerts reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors and inadequate adherence to meal announcement workflow.